Event description:
The customer reported that during patient use the ventilator was displaying a vent-inop banner with continuous audible alarm. The patient was removed from the ventilator and placed on another ventilator, no patient harm.

Manufacturer narrative:
The carefusion field service technician evaluated the ventilator and verified the reported problem. Replaced the main pcb and turbine pcb and calibrated the blender. Ventilator operates according to specifications.